Event description:
It was reported that the pt, implanted on (B)(6) 2000, was not longer able to hear with his device. Testing in situ shows that the device has malfunctioned. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available. A device failure analysis will be submitted as a follow-up report.